Manufacturer narrative:
Maquet has notified the FDA of its intent to implement a device correction to resolve this issue in the u.s. At the time of this report maquet has not received the correction number. A maquet field service technician is presently making arrangements to implement the required repair. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer notified maquet representative of a dislodged ambient light. It was reported the ambient module was re-attached with tape. There was no patient involvement. (B)(4).